Event description:
Customer reported having a hypoglycemic event resulting in loss of consciousness. A neighbor drove the customer to the hosp emergency room. At the hosp, a glucose measurement was taken with an unk brand meter, resulting in a reading of 80 mg/dl. A freestyle reading of 300 mg/dl was taken within 15 minutes of the hosp meter reading. The hosp administered a sugar IV, food and orange juice to the customer. Freestyle tests were reported to have been taken on the customer's fingertips.